Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they had broken off piece on reservoir compartment. Customer stated that reservoir was unable to lock in place but it was loose. Customer's blood glucose was unknown at time of incident. Customer advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will not be return for analysis.